Manufacturer narrative:
The device was returned to olympus for evaluation and had a visual inspection and functional testing. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint was due to a bad charge coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the autoclavable camera head had bad image quality. There was no report of patient harm or injury.